Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated in three procedures. However, as a precaution, the electromagnetic communication cable was replaced as a precaution. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was not communicating with the navigation system. The axiem box had an 8 on the back. There was signal that there was no communication. The emitter details also states no communication and prompts to reboot the system. The axiem and the navigation system were rebooted while changing the connection order and which usb port the axiem box was connected to but the issue did not resolve. There was no patient present at the time of the event. The representative noted that there is likely a short in the cable connecting the axiem. It worked when the representative turning on the system, however the site states at times when they move the tripod it will lose connection.